Event description:
Received voluntary medwatch (B)(4) from the FDA. Pt reported an issue with night vision, low light vision (foggy, hazy, blurry), dry eyes, glare and halos, difficulty driving at dusk and at night, anxiety and depression 6 months following bilateral refractive surgery. Vision is only crisp indoors. The pt has been contacted for info regarding the surgeon's contact info, however no response has been received to date. This report is for the left eye, the right eye is being reported on manufacturer report #3003288808-2012-00041.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).